Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The volume of the leak was 20 ml and was contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
The customer noticed the leak was from tubing from quick disconnect 2. The customer replaced the tubing and the instrument ran without leaks. Beckman coulter (bec) field service was not dispatched for this event. (B)(4).